Event description:
As reported, during a transfemoral tavr procedure, during the deployment of a 29mm sapien 3 valve, pacing capture was lost and valve embolized aortic. Due to a large ascending aorta, the delivery system balloon was inflated inside the valve and an attempted was made to drag the valve into descending aorta. However, due to a tortuous aortic arch, the valve was only able to be positioned at the top of the aortic arch, around the ostia of the left common carotid and left subclavian. During this process, the delivery system balloon ruptured. Difficulties were encountered during the withdrawal of the delivery system into the tip of the sheath. An attempt was made to remove the devices together as a unit; however, resistance was encountered. A cutdown was performed on the right femoral artery and the esheath and delivery system were safely removed. A new esheath, and delivery system were prepared. An unsuccessful attempt was made to cross the initial valve and inflate the delivery system balloon to drag the valve to the descending aorta. The procedure access was converted to a right subclavian cutdown. A new esheath, sapien 3 valve and delivery system were prepared and successfully used for the procedure. The initial valve was able to be withdrawn into the esheath and removed from the patient without injury. At the time of the report, the patient was in stable condition. The second valve remains implanted in the patient. The initial valve, delivery system and sheath were discarded following the procedure and are not available for evaluation.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. No case imagery or device photos were provided for review. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and as documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the complaint was not able to be confirmed since the device was not returned and no case imagery was provided. As stated in the case notes description, the degree of valvular calcification was moderate. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Without the return of procedural imagery or relevant patient anatomical information, a definitive root cause is unable to be determined. However, available information suggests that patient (calcification) may have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.